Manufacturer narrative:
Concomitant medical products: product ID 377660, lot# v009048, implanted: (B)(6) 2006, product type: lead; product ID 377660, lot# v009048, implanted: (B)(6) 2006, product type: lead; product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported that the patient was having trouble getting the coupling boxes shaded on the implantable neurostimulator recharger (insr). When the patient tried to charge the implantable neurostimulator (ins), they were not able to get any of the coupling boxes shaded. This had been going on for a couple weeks prior to the report. They were told to try and reposition the antenna, but the patient was not available at the time of the report for additional troubleshooting. Additional information regarding cause of event, if the patient was receiving effective therapy, and patient outcome were requested which was not reported regarding this event. If additional information is received, a follow-up report will be sent.